Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during dwell one on the home choice (hc). The cause of the alarm could not be determined. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.